Event description:
Additional information was received that surgical intervention was performed and the device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during normal follow-up, a code displayed indicating battery voltage was too low for projected remaining capacity on this implantable cardioverter defibrillator (ICD). The field representative sent in a disk for analysis, and upon review, engineering determined therapy delivery was unaffected at the current battery voltage. However, the device hardware was not detecting the loss of battery energy, and therefore, the battery status indicators were not accurately reflecting the depletion condition. It was recommended the device be replaced, and the information was discussed with the field representative. At this time, the system remains in service, but a replacement procedure has been scheduled. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage bypass capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.